Manufacturer narrative:
Hologic product application specialist (pas) reviewed the logs and found no hardware or reagent preparation issues that would have caused the discrepant result. The samples were also ran using different collection tubes and not the same exact tube when retested. Customer was informed that these would not be considered discrepant. The instrument and assay appear were working as expected.

Event description:
Customer called hologic questioning a sars-cov-2 sample result from wl-010337-20211231-06 on the panther instrument sn (B)(4). Customer used assay lot 296997. Sample initially tested positive and negative upon retest.